Event description:
On (B)(6) 2013, (B)(6) hospital, (B)(6) contacted the maquet service representative about an event that occurred on (B)(6) 2012. The hospital reported that when they turn on the hl20 5-pumps console(article number: 70102.8581, serial number: (B)(4)) the monitor screen is not lit. A check of the power supply module shows that the voltage led indicators are dark. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary provides product failure investigation, analysis, and resolution for the device described in this report. The power supply module was returned to maquet cardiopulmonary ag for investigation. The investigation confirmed that there is no output voltage for the +5v, +12v, and -12v and the internal 6.3 amp fuse was 'sluggish'. An exact cause of the voltage and fuse problems was not determined. Reference: (B)(4).